Event description:
Additional information received reported that the patient was refilled on (B)(6) 2014 and the healthcare provider (hcp) had a ¿really hard time¿ accessing the reservoir; had to stick the patient 3-4 times. The patient experienced excruciating pain in the area of the pump that started after the refill. The pain gradually got worse to the current state; felt like ¿shock waves every now and again.¿ the issue brought the patient to tears. The patient tried icing the affected area. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported, the patient was waiting for workers comp to approve surgery to move pump to back because the hcp couldn¿t secure in the pocket and it moves around a lot. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).